Event description:
It was reported that the pump displayed system failure and kept alarming. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: device evaluation: both tamper seals are intact. Top and bottom cases are in good condition. Visible contamination. Primary audible alarm post found in event history log several times. Power up/self test and performed infusion/occlusion test. Unable to duplicate. Audio test of speaker at level 1 the reading is 12, at level 2 the reading is 25, at level 3 the reading is 50, at level 4 the reading is 108 and at level 5 the reading is 168. No problem found. Performed pm. Device software updated to v1.6.5 product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.